Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the operating room (or) on (B)(6) 2022 for evacuation of left pleural clot that had been causing hemothorax. On (B)(6) 2022 at approximately 01:35, the cardiovascular intensive care unit (cvicu) registered nurse (rn) found the patient unresponsive with flat aline. They received 500ml of normal saline, 1 round of epinephrine, bicarbonate, calcium gluconate, and cardiopulmonary resuscitation (CPR) was done for 30 seconds. The left ventricular assist device (lvad) was with low flow alarm briefly. Mean arterial pressure (map) was back to the 70's, lvad parameters were back to baseline, chest x-ray was with no new findings. No ectopy was noted on telemetry, return of spontaneous circulation (rsoc) in two minutes. However, post code found to have unequal pupils that promoted code stroke. The patient was intubated emergently and was taken to get computed tomography (CT). Initial CT angiography (cta) showed occlusion in left internal carotid artery (ica) and posterior circulation basilar. When angiogram was attempted, they were noted to have occlusion of innominate and right common carotid. The patient had a thrombus in the aortic arch and very likely that it showered into all 3 vessels at the time of their cardiac arrest. Given three vessel occlusions, medical therapy was not performed as that is an angiographic evidence of brain death and per the interventional neurologist, endovascular intervention would be futile. Even though they might have had some reflexes, they would proceed to lose them and eventually have cerebral edema. The cardiologist and cardiothoracic surgeons met with the family and decision was made to withdraw care. The death was reportedly not considered to be device related and it operated as expected. No device was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported peripheral thromboembolisms, embolic stroke, hemothorax, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists arterial non-central nervous system/venous thromboembolism, stroke, bleeding, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.